Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and, prolonged hospitalization. It was reported that the patients¿ blood pressure decreased, and pericardial fluid was confirmed. Cardiac tamponade occurred at the end of the procedure. Drainage was performed. The patient¿s condition was stable thereafter. Atrial septal puncture was performed using an rf needle. Ablation was performed before the presence of tamponade was confirmed. Steam pop was not confirmed. The irrigation catheter¿s flow rate setting was = 30 w, 10 ml = 31 w, 17 ml. The physician's opinions on the relationship between the event and the product is that there was no defect of the product itself. Medical history/treatment history/other diseases currently being treated include af. Additional information was received on (B)(6) 2022. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related and not related with the biosense webster, inc. Product malfunction. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. There was no evidence of a steam pop. Force visualization features used were dashboard & vector.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30728830l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).